Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal and replacement with 600cc mentor memorygel breast implants, catalog number 3506004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6)2019. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on 1/21/2020, the mentor failure analysis lab received the device for evaluation. On 1/31/2020, the product investigation was completed. Device investigation summary: during evaluation of the device an area of delamination was observed between shell and patch with leak. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).